Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was tested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was reflux tested and passed the test. The valve was retested for programming according failed again as the cam mechanism did not move. The valve was then pressure tested at 70mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. A review of the history device records confirmed the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: the device was implanted via l-p shunt at 150mmh2o on (B)(6) 2014. It was noted that the patient had a pain in the back of his head after implantation. The patient's condition did not improve even after the surgeon changed the pressure up to 200mmh2o. Therefore, the revision surgery of the valve and the catheters were conducted on (B)(6) 2014. The setting pressure of the removed valve was 200mmh2o. They were replaced to the products manufactured by medtronic(strata) at 210mmh2o. The lumber catheter used with ns9008 was manufactured by other company.